Event description:
Event description guidant received information that this pacemaker was explanted after reaching its elective replacement indicator. While attempting to interrogate the device, the field representative received a performing factory upgrades message that prevented successful interrogation. Additional information was received indicating that the physician was concerned about the device's short battery life. There were no adverse patient effects.